Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm her that the reservoir was empty. The customer¿s blood glucose during the incident was 443 mg/dl. The customer also reported that they experienced high blood glucose of 359 mg/dl and 488 mg/dl. They treated with the insulin pump and with manual injections. Troubleshooting was performed. It was found that the insulin pump¿s audio was set to off. There were no low reservoir alarms in the history. They were advised to monitor the insulin pump. The device will not be returned for analysis.